Event description:
Ralc45 dlu fired across to divide ilium and there were no staples in the device. The knife blade was released and cut tissue but no staples were present. Another ralc45 dlu was fired to close each side that was opened.